Event description:
A report was received that after the revision (MFR report #: 3006630150-2015-02535), the patient had a large hematoma in the pocket site causing charging difficulty. Database analysis revealed that the device revealed no anomalies. The patient underwent a revision procedure wherein the hematoma was removed. The patient was doing well and charging ability was confirmed intra-operatively and postoperatively.